Event description:
It was reported that 105 bd ultra-fine¿ pro pen needles were difficult to operate. The following information was provided by the initial reporter: pen needles could not be screwed on correctly.

Manufacturer narrative:
H.6. Investigation: fourteen sealed 32g x 4mm pen needle samples were returned from lot. No. 1075779, cat. No. 320561. Visual examination and an attachment of the pen needle samples to a pen was carried out and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 105 bd ultra-fine¿ pro pen needles were difficult to operate. The following information was provided by the initial reporter: pen needles could not be screwed on correctly.